Manufacturer narrative:
Results: the pet lock on the proximal end of the ruby coil pusher assembly was intact. The pusher assembly was kinked approximately 19.0, 127.0, and 141.0 cm from the proximal end. The embolization coil was detached from the pusher assembly. The stretch resistant (sr) wire of the coil was fractured, and the proximal constraint sphere was stuck inside the distal detachment tip (ddt) of the pusher assembly. The embolization coil was located near the proximal end of the introducer sheath. The embolization coil was flushed out by the penumbra investigator, and the outer diameter (od) of the embolization coil was measured to be within specification. Conclusions: evaluation of the returned device revealed that the embolization coil was detached from the pusher assembly, and the sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the ruby coil is forcefully retracted against resistance, the sr wire may fracture, causing the embolization coil to detach. Further evaluation revealed that the embolization coil was withdrawn to the proximal end of the introducer sheath, and the pusher assembly was completely removed from the introducer sheath. The introducer sheath has a friction lock on the proximal end. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the ruby coil mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. If the ruby coil is then further withdrawn, the embolization coil will become stuck in the friction lock, and the sr wire may fracture. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure. During the procedure, while advancing a ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance and subsequently, the coil became stuck and was unable to advance any further. Therefore, the ruby coil was removed and the lantern was flushed. The procedure was then completed using the same lantern and additional new ruby coils. There was no report of an adverse effect to the patient.